Manufacturer narrative:
Section h6 correction: medical device problem code 2907 - detachment of device or device component added. Manufacturer's investigation conclusion: the reported events of damaged bend relief and unknown alarms was unable to be confirmed. Submitted log files did not reveal any issues with mechanical circulatory support equipment. No atypical alarms were observed. The system controller (B)(6) was not returned for testing. Provided information revealed that the controller was exchanged due to the damage on the white and black power leads. Multiple attempts were made to obtain additional information from the customer regarding the event (including what resolved the reported alarms, if the source of the alarms was identified, and if product would be returned to abbott); however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a broken bend relief in the white power lead with an alarm. The alarm was unable to be reproduced, and it did not show on the heart monitor. Log files were sent for review. The event log file captured constant pulsatility index (pi) events throughout the log file which shortened the data capture to just a couple of hours. There was nothing notable in this brief log file due to the broken bend relief. The system controller was exchanged due to damaged white and black power leads. Additional log files were sent for evaluation. Despite the reported damage, the recorded log file data indicated that the system was functioning as intended. Unrelated, the data showed multiple pi events that were occurring on 02may2025 at 7:55:25 through 02may2025 at 8:33:40.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.